Manufacturer narrative:
B5 updated/corrected (clinical narrative). The investigation is still ongoing.

Event description:
Positional alarms are part of everyday practice and are functioning correctly when they identify a need for repositioning and can occur with coughing, movement, etc. There was no indication of the alarms persisting or volume given, etc. Tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that tissue plasminogen activator was started for high purge pressure. There was no reported patient harm.

Manufacturer narrative:
B1, b2, b5, h1, h6 updated based on the additional information received regarding the patient outcome of death.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 48-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage e shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), tissue plasminogen activator (tpa) was initiated due to high purge pressures (pp) above 1,000mmhg. Flows were less than 1ml/hr. The tissue plasminogen activator (tpa) was utilized for the high pp to mitigate impact of biomaterial within the motor and there was no impact on the patient. After 132 days on support, the family withdrew care and the patient expired on support. While on support, the device functioned as intended at p-6 at 3.6l/min with d5w sodium bicarbonate in the purge solution. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with decompensated cardiomyopathy, dependent on vasopressor support, complicated by stage e shock.

Manufacturer narrative:
D1 brand name was revised. D4 serial number was revised. D6b explant date was added. E1 initial reporter phone and zip code extension were added as they were omitted from the previously submitted reports.